Event description:
The pt received four cypher stents to treat lesions in the posterior descending artery, proximal circumflex, distal circumflex, and left posterolateral. Six months after the procedure, the pt had a re-pci due to in-stent restenosis. It is not known which of the cypher stents was involved.

Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. This device is one of four products associated with this event. Please refer to MFR report # 9616099-2007-02239, 9616099-2007-02240 & 9616099-2007-02241. The product remains implanted in the pt and is not available for analysis. Add'l info will be submitted within thirty days upon receipt.